Event description:
It was reported that, during the drive home from surgery, it was found that the patient had aspinal fluid leak. It was stated that the patient visited the emergency room four times before he found a physician who admitted him and contacted the implanting physician to have a procedure to fix the issue. It was unclear what drug was being used in the pump at the time of report.

Manufacturer narrative:
(B)(4).